Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin was squirting out. The customer's blood glucose was 145 mg/dl at the time of incident. The customer stated that the anomaly persisted with multiple sets. Troubleshooting was done. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump primed properly. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.